Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that on thursday, (B)(6) 2025 the patient visited the PICC clinic hospital. A specialized nurse performed a PICC catheterization procedure. Prior to catheterization, the catheter was pre-filled and flushed with saline solution. Due to the small volume of pre-filled fluid, leakage at the puncture site was not promptly detected. Following successful catheter placement, during blood withdrawal and pulse flushing, leakage was observed approximately 3 cm outside the puncture site. The specialized nurse subsequently trimmed the catheter. No adverse effects were observed in the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4 fr groshong nxt clearvue catheter was returned for evaluation. An initial visual observation revealed the catheter was returned in two segments: the proximal segment containing the two-piece connector assembly and part of the catheter shaft and the distal segment containing the rest of the catheter shaft to the distal valve. Biological residue was observed within the catheter tubing and was occluding the proximal connector. The catheter tubing was connected to a non-complainant proximal connector piece and flushed with water. A leak was observed at the 41 cm depth mark. Microscopic observation revealed that the split at the 41 cm depth mark was observed to have irregular edges and fracture surface. The catheter was dissected for inspection and additional damage of the inner wall was noted. The observed damage can occur due to excessive manipulation of the stiffening stylet within the catheter, poor hydration of the stylet, and/or advancement of the stylet and/or catheter against resistance. This complaint will be recorded for future trending and monitoring purposes.